Event description:
It was reported there was a loss of therapeutic effect. They had cognitive issues or changes. Two weeks prior to report the patient was rear-ended by a driver and hit from behind. Immediately after the accident the patient had a headache that went away but 7 days later they noticed cognitive changes and it was more difficult to think. They had a bad fall on (B)(6) 2014 and fell on her knee and she couldn¿t walk on it for 3 days. The week prior the patient had 3 ¿close calls with falling again¿ and they had cramping with dystonia on their left side. It was noted they also had 2 dizzy spells the day prior to report and ¿everyday was getting worse.¿ the symptoms were reported as sudden onset. An appointment with their neurologist was scheduled for the day of report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0g98e, implanted: (B)(6) 2014, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).